Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of rest pain/claudication and occlusion leading to intervention is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the (B)(6) registry study on (B)(6) 2021. At index procedure the patient was treated for a denovo occlusion of the sfa distal third to proximal popliteal artery of the right leg. One biomimics 3d stent was implanted. On (B)(6) 2022 a thrombotic occlusion of the sfa middle third to proximal popliteal artery was identified when the patient presented to clinic with right foot rest pain/coolness in the target limb and was treated with standard balloon angioplasty/ percutaneous transluminal angioplasty and thrombectomy on (B)(6) 2022 . The event was described as possibly related to the device. This event is reported as being target lesion related. The patient outcome is described as "resolved/recovered". The device remains implanted.

Manufacturer narrative:
This is related to MDR number 3011632150-2022-00011. Section d4 is being updated to correct the UDI number (B)(4).